Event description:
It was reported that noise leading to oversensing and high capture threshold were observed on the right atrial (ra) lead and right ventricular (rv) lead. Inappropriate automatic mode switch was also observed ra lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored; there were no adverse consequences.